Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Stuck inside of me- half of tampon [foreign body in reproductive tract]. Half of tampon unraveled [device breakage]. I go to remove my tampon and half of it unraveled and was still stuck inside of me [complication of device removal]. Case description: consumer sent e-mail stating half of the tampon unraveled and was stuck inside her when she tried to remove the tampon. No serious injury was reported.